Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had not working. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer was calling back after receiving a new battery cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to problem isolated on the lcd board. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display.